Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to an emergency room (ER) and subsequently got hospitalized due to hyperglycemia on (B)(6) 2025 and was treated by intravenous (IV) drip. The blood glucose level was over 800 mg/dl at the time of event and was caused due to infusion set hanging-off of the body. The patient was released from hospital on (B)(6) 2025. The patient also took multiple daily injections (mdi) to resolve blood glucose issue no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 23-jan-2026 and investigation completed on 26-jan-2026, this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch partially lifts during use - trace moisture / minor wetness. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the bb contact detach - luer product family and the assigned malfunction. The investigation included an eqms search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, no new corrective and preventive action (CAPA) is required because the adhesive malfunctions fall within the scope of an existing investigation (CAPA 2010953). Please refer to the attached memo for full investigation details: bb_contact_detach-luer_adhesive. Enclosure 1: electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) plan determination: based on the investigation, the assessment of complaint data for the applicable product family identified an elevated trend for the referenced malfunction. However, no new CAPA was initiated because this malfunction type is already included within the scope of an existing investigation, which covers all infusion care portfolio products. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint. Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the bb contact detach - luer product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA (CAPA 2010953). No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available.